Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with unspecific antibiotic for peritonitis at the dialysis center. At the time of the report, the patient was recovering from the event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l13070, h13d08067, and h13e17016. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. A sample was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l13070, h13d08067, and h13e17016. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. A sample was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.